Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector was dropped and not working. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector was dropped from a height of 80cm from the table to the ground and it was not working. Additionally, the voltages of the ceiling stand's power supplies were checked and adjusted to prevent can errors. The "grid garage" was oiled, and the gripper rake was readjusted to ensure smooth operation. The detector was replaced and connected to the system. Calibration was performed on the new detector, and it was successfully integrated into the system according to the manufacturer's specifications. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped and not working. The device was in clinical use and there was no patient or user harm.